Event description:
Medical affairs has been unable to get a hold of the pt and will be sending pt a letter to obtain more clinical info. Based on the info provided, this case is being reported as a strip malfunction. Pt was experiencing symptoms prior to testing. Pt obtained blood glucose of 58mg/dl. Pt contacted emergency services. Pt was tested on a non-lfs meter and there was about a 20 points difference. Reading was not provided. Pt was treated with glucose. Customer svc walked pt through a control solution test twice and it failed. Test strips are in good condition and are not expired. The technique of applying blood on the test strips is accurate. Customer svc is sending pt a new vial of test strips, control solution and a new meter.